Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that the reported difficulties, surgery and hospitalization appear to be due to case circumstances. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The emboshield nav6 instructions for use (IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an emboshield filter advanced past the superficial femoral artery (sfa) lesion without issue. Atherectomy and balloon angioplasty were then performed at the sfa lesion. Once the angioplasty was completed, and during filter withdrawal, resistance was met. The filter was partially retrieved in the catheter and was unable to retract any further. The filter was full of debris. Retraction force was not applied. All was removed as a single unit, however the filter had separated and remains in the common femoral of the sfa. A vascular surgeon was consulted and surgery was performed, removing the separated filter. The patient required prolonged hospitalization. There was no additional information provided.